Event description:
It was reported that the balloon ruptured. During the procedure, it was noted that the 2.0 x 60 x 150, 4f sterling balloon ruptured during post dilation prior to reaching nominal pressure. The procedure was completed with another of the same device. No complications reported. It was further reported that the target lesion was a moderately tortuous and moderately calcified vessel. The balloon ruptured upon first inflation for 2-3 seconds and was removed over guidewire. The patient's condition post procedure was good.

Event description:
It was reported that the balloon ruptured. During the procedure, it was noted that the 2.0 x 60 x 150, 4f sterling balloon ruptured during post dilation prior to reaching nominal pressure. The procedure was completed with another of the same device. No complications reported. It was further reported that the target lesion was a moderately tortuous and moderately calcified vessel. The balloon ruptured upon first inflation for 2-3 seconds and was removed over guidewire. The patient's condition post procedure was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. There was a pinhole with scratch above distal marker. There was no other damage observed to the complaint device.

Event description:
It was reported that the balloon ruptured. During the procedure, it was noted that the 2.0 x 60 x 150, 4f sterling balloon ruptured during post dilation prior to reaching nominal pressure. The procedure was completed with another of the same device. No complications reported.